Event description:
Event description guidant received information that this transvenous defibrillation lead was removed from service during a routine replacement procedure due to a broken is-1 connector. A new lead was implanted.